Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set leaked at the connection between the luer lock and a terumo butterfly needle. The customer observed that "the connection did not fully disconnect, but when leakage was observed the connection was tightened with a twisting motion.¿ the reporter stated that the set worked for a while after that but the connection "was not perfect.¿ there was patient involvement, but no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.